Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that the defibrillator displayed three occurrences of three 10001-error codes. Cycling the power restored functionality of the defibrillator within a very brief period of time. The customer reported that this did not impact the outcome for this pt.